Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation cryo-ablation procedure, a pericardial effusion occurred. Shortly after ablating the atrial roof line the patient became hypotensive. A pericardial effusion was diagnosed with an intracardiac echocardiogram and later confirmed with a transesophageal echocardiogram. A pericardiocentesis was performed, but open heart surgery was required to suture the perforation near the left superior pulmonary vein to stabilize the patient. There were no performance issues with any abbott device.